Event description:
A malfunction on the pump was reported by the caller, and it was confirmed there were no notable events prior to this occurrence. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.